Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 220mg/dl. Troubleshooting was performed. Reviewed the basal rates, daily totals, bolus history, alarm history and time/date settings. All the programming was correct. The history alarm revealed that the insulin pump alarmed and since then the customer's glucose level started to elevate. Ran a fixed prime test and insulin exited.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.